Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave pfa catheter was selected for use. A 260 boston scientific starter wire was accidentally front loaded into the catheter. This guidewire was removed, and a 180 guidewire was inserted. It was noted that there were issues moving the guidewire back and forth. The catheter was inserted, and an attempt was made to advance the guidewire, but pressure was experienced in the guidewire lumen. The catheter was deployed, and two (2) veins were treated. Again, there was difficulty in manipulating the guidewire while in the right superior pulmonary vein (rspv). The slider switch was brought back, but the catheter remained in basket; the catheter could not deploy to flower. The guidewire was exchanged, without resolve. The catheter was replaced, and the procedure was completed without patient complications. The catheter is expected to be returned for analysis.